Event description:
It was reported that, after an ion endoluminal lung biopsy procedure, the patient developed a moderately sized pneumothorax. The target nodule was located in the left upper lobe close to the pleura. The pneumothorax was discovered via post-procedure chest x-ray, a chest tube was placed, and the patient was admitted. The physician believed that the ion product did not cause or contribute to the pneumothorax. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.